Event description:
It was reported that right side impedance readings were >2000 ohms on some of the unipolar pairs. Electrode impedance readings on the right side were: c0: >2,000 ohms and 9ua. C1: >2,000 ohms and 10ua. 01: >2,000 ohms. The patient stated she was getting fair therapy due to her progressive disease. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).